Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was that they were having problems recharging the ins. Pt noted that they just got a brand new unit around january 18th; pss understood that the pt was referring to having the intellis ins implanted on (B)(6) 2022. Pt stated that they noticed last week that the ins battery was at 30% so they recharged the ins, however the ins battery only increased to 70% when the controller said to recharge the controller; pt noted that the controller was at 100% when they started recharging the ins. Pt stated that the next time they recharged the ins, the ins was at 20% and the ins only recharged to 50% when the controller said to recharge the ins. Pt stated that now they couldn't get the ins to recharge at all as the controller displays no device found. Pt stated that no device found also displays when the controller is connected to the ac power supply. Pss reviewed passive recharge mode with the pt and instructed the pt to connect the rtm to the controller and select recharged on the no device found screen. Pt stated that on the trying to recharge screen, the three numbers read as 61 60 63; pss had the pt reposition the rtm over the ins and pt then stated that the middle number went from 72, to 78, to 79, and then to 75 where it stayed steady. Pt mentioned that the ins was implanted pretty deep and that they were extremely obese, so it was very difficult for them to find the ins. Pt stated that they had a nurse check the scar and scar tissue; pt stated that the scar was maybe two inches across. Pt pt stated that battery empty cannot provide stimulation recharge your implanted device appeared; pss guided the pt to the normal recharging screen and pt stated that the controller battery was at 90% and the ins was at 30% with recharging good indicated. Pss reviewed with the pt that they could reposition the rtm in attempt to get recharging excellent indicated so that the ins would recharge more efficiently from the controller and so that the controller battery wouldn't drain as quickly while recharging the ins. Pt mentioned that they had seen recharging excellent until about february 3rd or before that. Pt stated that they couldn't get the belt on. The troubleshooting steps that were taken on the call resolved the issue. Pt called back from number registered saying they kept getting a note asking them to fill out questions about what happened on "february 10th" (pss understood as an MDR letter about this case from february10th). Pt said they were not going to fill out the form and asked that they stop being sent the letter to fill out. Pt said they called at that time because they were having trouble with positioning the paddle and how the rep told them to position the paddle. Pt then said they wanted to try and meet with the rep again to see if they could reprogram (no allegations made about reprogram) their device and pt was having a stress test on their heart on friday , so asked if the rep could meet them there.